Event description:
Report received of an independent rate change. The pump was returned to the biomedical engineering dept with an unsigned note that read, "independent rate change." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.